Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using in the common iliac vein using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). During the procedure, while the lightning was in the off position, the physician advanced the cat12 over a wire and into the inferior vena cava (ivc). Subsequently, the physician turned the switch on. It was reported that the indicator light on the lightning unit was green. The lightning then clicked several times and the indicator light turned solid red. The lightning was unplugged twice from the engine and re-plugged, but the indicator light remained solid red. At this point, the lightning was noticed to be clogged. The physician then carefully and slowly flushed the lightning with a 3-way stopcock and 60cc syringe; however, the indicator light remained solid red. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the reported complaint. The lightning was able to aspirate fluid into the demonstration canister without an issue. All audio and visual cues were observed. The lightning functioned as intended. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.